Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was vf (ventricular fibrillation) detection and no capture. The lead was repositioned and catheter ablation was performed. It was further reported that there was a sudden threshold increase. The lead polarity was reprogrammed. Review of manufacturer's database revealed the patient had died. The cause of death is being requested.